Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the main board, exhalation valve assembly and exhalation motor controller pcba were tested and no failures were identified. The error codes 4008, 4009 and 4021 could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
During service the manufacturers field service engineer (fse) reported an oxygen valve stuck open and an exhalation motor error vent inop occurrences. The main board pcba was replaced to correct the reported findings. The manufacturers product support reported the vent inop occurrences were likely due to internal communication failure between the main board pcba and the motor controllers. No patient involvement, no patient harm. Performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Main board pcba.